Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt of a moderately tortuous and severely calcified vessel. A 6.0 x 40, 40cm mustang¿ balloon catheter was selected for use and advanced to pre-dilate the lesion. There was no kink noted with the device prior to use nor was resistance encountered during the procedure. However, upon the second inflation, the balloon ruptured at 20 atmospheres after a duration of 60 seconds. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.